Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that doctor had the plate in w/ screws but wasn't happy w/ the screw placements so he attempted to remove the screw, but the screws would not release from the plate. He pulled the plate out w/ the screws attached and put in another plate and completed the case successfully.

Manufacturer narrative:
The reported event that volar dr plate interm. Right short was alleged of issue s-36 (component/device stuck) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history record could not be done because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed. Device not received.

Event description:
It was reported that doctor had the plate in w/ screws but wasn't happy w/ the screw placements so he attempted to remove the screw, but the screws would not release from the plate. He pulled the plate out w/ the screws attached and put in another plate and completed the case successfully.